Manufacturer narrative:
Additional information: a2, d4. The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had no discoloration. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. It was observed that an anchor was broken off of the device and a connector was attached to the broken off anchor. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor on the upper arch of the silent nite 3d sleep appliance broken off. The patient received the device on (B)(6) 2023 and reported on 04/17/25 that the attachment broke off and discontinued using the appliance. No patient harm of injury is reported for event. It is reported that the device was cleaned with soap and water prior to delivering to the patient and that the patient maintained the device the same way.